Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. The device could not be removed. The footplate lever was cycled several times and the device was removed. After removal, the posterior foot was noted to be missing. It was not found. The anterior foot had not deployed as much as usual. The patient condition is stable. Another proglide was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the foot and difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss and foot separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to needle to cuff miss and foot separation may include, but are not limited to, user does not gently position the foot against the wall); use of excessive force leading to foot break. Factors that contribute to mechanical jam with the foot and difficulty removing the device may include, but are not limited to, tissue or suture caught in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.